Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6), 2023. During the procedure, the physician started the procedure and found the ampulla where he needed to cannulate and gain entry into the common bile duct. The hydratome rx 44 was inserted into the duodenoscope and exited the biopsy channel. The physician successfully cannulated the device and wanted to perform sphincterotomy to easily remove the stones with an extractor balloon. The physician started the sphincterotomy, and after the device was energized again, and the handle was actuated, the wire anchor was dislodged from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code: a051201 captures the reportable event of cutting wire anchor dislodged.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole, and also it was kinked, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened, and the wire anchor was inside the catheter. No other problems with the device were noted. The reported event of cutting wire dislodged was not confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2023. During the procedure, the physician started the procedure and found the ampulla where he needed to cannulate and gain entry into the common bile duct. The hydratome rx 44 was inserted into the duodenoscope and exited the biopsy channel. The physician successfully cannulated the device and wanted to perform sphincterotomy to easily remove the stones with an extractor balloon. The physician started the sphincterotomy, and after the device was energized again, and the handle was actuated, the wire anchor was dislodged from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.